Event description:
Pt has complained of pelvic pain since the essure procedure four weeks prior and requested micro-insert removal. Pt has been treated with toradol without relief. Laparoscopy occurred in 2009. Physician stated the removal was without complications. The pt is doing "better", but her pain is not completely resolved. In physician's medical opinion, the pt's pain was not related to essure.

Manufacturer narrative:
In the essure clinical trial, women were asked about unusual pain they experienced since the last contact. Of the women who reported pain, one woman reported "persistent" pelvic pain at 2 years of f/u. None of the pts reporting at 3, 4, and 5 yr f/u indicated persistent pelvic pain of any kind. Twenty-four women (5.1%) had at least two (recurrent) episodes of dysmenorrhea, fifteen women (3.2%) reported "recurrent" dyspareunia, fourteen women (3.0%) reported "recurrent" ovulatory pain, and thirty-two (6.8%) reported "recurrent" other pelvic pain that could not clearly be classified into a different category. One woman out of five-hundred and eighteen in the pivotal clinical trial requested device removal due to pain. If a pt is experiencing pain and wishes to have the micro-inserts removed, a transabdominal approach may be necessary. The physician's instructions for use states that a cornual resection of the proximal fallopian tube may be required to remove the essure micro-insert in some cases.

Manufacturer narrative:
(B)(4).